Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the brightness of the light source was not working for a period of time. It is unknown, when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Three attempts were made to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.